Manufacturer narrative:
Date sent to the FDA: 10/16/2020. Additional h-3 summary: it was received for analysis a needle-suture combination of product code sxpp1a405, lot qbmjdq. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, and the sides of the fixation tab were noted broken. No conclusion could be reached as on what caused that the fixation tab of the stratafix came off the suture. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. One picture was provided for analysis. Upon visual inspection of the picture, a needle-suture inside a bag with a fixation tab of product code sxpp1a405 could be observed. No conclusion could be reached as on what caused the feature breakage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qbmjdq batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was request but unavailable: device return follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedick nee replacement surgery procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.